Event description:
It was reported that during insertion of the iab, it began to unwrap prematurely. Negative pressure was applied using a syringe and the insertion continued uneventfully. Then the pump began to experience "high pressure" and "helium loss" alarms. The iab was removed and replaced without any complications.